Event description:
The facility's biomedical technician reported an infusion pump with a failure code 813. The technician stated that they have no record of any pt incident involving the pump since the last baxter service event. Info ws requested regarding if the reported condition occurred during clinical use or testing, but no additional information was available.